Event description:
It was reported that for an asymptomatic patient, a rise in capture threshold was noted 2 days post implant. The patient was not pacer dependant and was sent home. The next day the patient presented to hospital via ambulance having received inappropriate shocks. The rv lead was dislodged and oversensing atrial events. Dislodgement was believed to be because of the patients large chest. The lead was explanted and replaced. Patient was doing well after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.